Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the handpiece did not have phaco power during a cataract procedure. The handpiece was replaced to complete the surgery. There was no harm to the patient. Additional information has been requested. This is one of two reports being filed for the same facility. The alcon reference numbers are (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. The phaco handpiece was manufactured on february 7, 2014. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on june 16, 2014. Phaco handpiece was received for evaluation. A visual assessment of the returned sample found no related visual defects. Upon dismantling the handpiece there was significant moisture ingress around the electrode chamber. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then tested for flow to see if the handpiece was occluded. No problems in flow were found. The handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found reach temperatures up to 63 celsius after running for 5 minutes on 100%torsional and 75% ultrasound power. The handpiece was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. It was on the dtf where the handpiece was found to fail tuning. Upon opening up the handpiece it was found that moisture ingress shorted the high electrode to ground. The handpiece was confirmed to have been non-conforming. However, the root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that the handpiece did not have phaco power during a cataract procedure. The handpiece was replaced to complete the surgery. There was no harm to the patient. No additional information has been received. This is one of two reports being filed for the same facility. The alcon reference numbers are 2016-27969 and 2016-27987.